Event description:
Additional information was received from the manufacturer representative (rep). Rep reports their connection issues were resolved with updating all the apps on the clinician programming tablet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). Caller states they are trying to interrogate the pt's ins today with their tablet/communicator but is unable to connect. When referenced as a consideration, caller did not note tablet/communicator software needing updates. Rep noted that this is their first time meeting with the pt, the pt's ins is at %60. Rep states when they try to connect with the clinician application, they are able to select the ins serial number but 'it just sits at zero and beeps' at them. Rep noted that the following info was provided to them that likely is having an impact on the situation: rep states pt indicated that the first year with ins was fine but after that, the pt noticed flipping of the ins and the pt required laying on the recharger to charge the ins (presumably to keep the ins more flat/flush with skin and to apply necessary pressure to charge). Rep believes at this time the ins is flipped and likely tilted to some degree. Rep made mention that the ins may also be too deep in their opinion. Agent reviewed while a flipped ins in itself would still likely be able to be interrogated, if the ins is flipped and tilted and the leads are in front of the ins that could cause considerable difficulty in trying to connect to ins. Rep will attempt one more communication and noted they may look to revise the pocket. No symptoms were reported at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the model of the cp app was unknown, rep noted they had sent the tablet back in (no issue alleged) as they noted it was older. Software version was unknown as a result.